Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had software error alarm. The customer¿s blood glucose level was 474 mg/dl at time of incident. The customer reported that they had received software error detected alarm during rewind. The customer reported that they were able to clear the alarm and rewind pump. It was reported that they had performed self-test and was passed. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.